Manufacturer narrative:
Evaluation - device/samples were not available for investigation. File kit testing met all specifications. During the course of the investigation the causative agent changed from the axsym analyzer, list 7a83-85 to the axsym toxo igg assay, list 9k08-20. Due to the change in causative agent the manufacturer report number should be 1415939. The initial report was filed under manufacturer report number 1628664, which is unable to be changed at this time. This report is being filed on an international product, axsym toxo igg, list 9k08, that has a similar us product distributed in the us, axsym toxo igg, list 3b22. No returns were received for this investigation. The complaint was investigated and the results are as follows: testing of a retained sample (stored at abbott laboratories) of axsym toxo igg reagent, list number 9k08-20, lot number 68624hn01 met specifications: all values for the axsym toxo igg controls were well within the specifications stated in the axsym toxo igg reagent package insert. The %cv value was 5% for the 20 replicates of the negative control. The %cv value was 4% for the 20 replicates of the positive control.furthermore four panels were tested in three replicates, which are used for determination of the assay specificity and sensitivity of the reagent. All three values for each panel were well within the manufacturing release specifications. No erratic result was obtained. There was no indication that the axsym toxo igg reagent, list number 9k08-20, lot number 68624hn01 displayed an unusual performance. As part of this investigation a review was performed of the complaint and manufacturing records for axsym toxo igg, list number 9k08-20, lot number 68624hn01. This review did not identify any problems relating to the customer observation. Based on this investigation, it is determined that axsym toxo igg, list number 9k08-20, lot number 68624hn01, identified in this complaint, is performing acceptably. The cause of the customer observation remains unclear. In the abbott axsym system operations manual volume 2, section 10, under observed problem results erratic, discrepant, and/or experiencing imprecision probable causes and corrective actions are listed. This is a final report.

Manufacturer narrative:
Investigation in process, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account generated a false positive axsym toxo igg result on a patient specimen. The specimen tested axsym toxo igg positive (57.8 iu/ml) but when repeated tested axsym toxo igg negative (0 iu/ml). In 2008, the patient tested toxo igg negative. The account performed a reproducibility test on the axsym analyzer using the toxo igg control and testing it 20 times with a cv of 7.36%. The positive axsym toxo igg result was not reported outside of the laboratory. No impact to patient management was reported.